Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the planned treatment/non-emergency treatment for unknown procedure. The procedure was completed using another system. It was reported that the equipment was not turning on. Review of the log file confirmed the malfunctioning of frontal ip-pc and the cause was malfunctioning 'disk bay or dimms or psu' or empty battery. Upon further inspection, philips field service engineer (fse) visited onsite and downloaded the board software of ippc and reinstalled it. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse recreated the image store. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the equipment was not turning on. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.